Event description:
It was reported that the 3.0 x 16 mm graftmaster stent was used to treat a perforation of the left anterior desceding (lad) artery that occurred with the use of a non-abbott device, however, due to the severe tortuosity, calcific nature of the mid lad it was unable to cross the perforated area with the stent. It was noted that there was no free flow of contrast into the pericardium. The bivalirudin was immediately stopped. The perforation self-sealed during this process so it was elected not to proceed with using the covered stent. The echocardiogram showed a very small anterior pericardial effusion without tamponade. The patient was transferred to intensive care unit for overnight observation and remained stable. There was a noted short run of nonsustained ventricular tachycardia; cardiac biomarkers never significantly elevated. At the end of the angiogram, the lad was widely patent with timi iii flow. The patient remained for a second day of observation; follow up echocardiogram showed a decrease in the size of the small anterior pericardial effusion and the patient remained hemodynamically stable. The patient was discharged on (B)(6) 2012. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.